Manufacturer narrative:
Upon inspection, the hrc technician determined that the CPR handle stuck on position. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The field service technician repaired the CPR handle to resolve the alleged issue. Based on this information, no additional actions are required at this time.

Event description:
The customer alleged the head was not going up. Found CPR handle stuck on position. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).